Event description:
The user facility in (B)(6) reported the vitrectomy cutter would not cut at the 5000 cpm rate although aspiration was present. The cut rate was reduced to 3000 cpm and after initially stalling the cutter began to function normally and the procedure was completed with no pt injury reported.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.